Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) technical support to report that the liberty select cycler alarmed with a notice: draining slowly. Patient wanted to report that this issue has been resolved a few months back that him and his nurse after going in surgery to correct the catheter placement in which was not the solution. Found that raising the cycler higher than the patient's position fixed the issue with the notice. Draining slowly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).